Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the matrix drawer had failed. A field service engineer (fse) identified that matrix drawer 1 was not detected on the bus. The pyxibus cable was reseated, and cable management was performed. The customer removed medication from matrix drawer 1. All drawers were tested using the hardware test application, and testing was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es matrix drawer failed, required maintenance. The technician was unable to recover the drawer despite power cycled the machine and opened the back panel, and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.